Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing and high voltage therapy. Review of the episodes indicated that the patient received these inappropriate therapies due to post-sensed t-wave oversensing. It was noted that the patient was physically active at the time. Programming changes were made and further t-waves were not seen. The patient was doing well after the changes.